Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up examination post implant, the left ventricular lead was found to be dislodged. The lead was repositioned successfully. The patient was asymptomatic and was doing fine post procedure.